Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 32 (mg/dl) and passed out. Reportedly, the customer consumed juice and shakes to treat bg. Reportedly, the customer alleged that a cartridge change was performed and a fill tubing of 12 units occurred during the time the customer was asleep. The customer was connected to the pump the whole night and alleged receiving the 12 units which caused the low bg. Additionally, the customer stated that this had not occurred before and that the pump was working as intended. Review of the pump data logs by tandem technical support verified that the pump prompted the user to change the cartridge and perform a load sequence. Additionally, based on the time stamp, the user unlocked the pump screen and performed a load sequence. The logs verified that the user stopped at 10.2 units when performing the fill tubing step. However, customer denied having performed a cartridge change. Reportedly, the customer had manual injections available as alternate insulin therapy.